Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced adhesive issue with infusion sets and faced infusion set tape not sticking event during use on (B)(6) 2026. This emder is being submitted for an unknown number quantity. No further information available